Event description:
The customer was hospitalized for low blood glucose levels and a headache. The reported blood glucose reading was 96 mg/dl. The customer also reported a motor error alarm after the insulin pump was exposed to an MRI scan. Unable to further troubleshoot as the insulin pump was unable to rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform further functional tests due to the motor error alarms.